Event description:
Same case as MDR ID#: 2134265-2014-01360. It was reported that following a coronary artery stenting treatment procedure, myocardial infarction and stent thrombosis occurred. The target lesion was located in the calcified proximal left anterior descending artery (prox lad) with chronic total occlusion. The target lesion was treated with pre-dilation using a 2.0x12mm maverick balloon at 11atm and placement of two overlapping promus premier stents of size 3.0x12mm and 3.0x28mm. Post-dilation was performed using a 3.0x20mm maverick balloon at 16atm. The patient was discharged on dual antiplatelet therapy. Seven days post index procedure, the patient presented with st-elevation myocardial infarction (stemi) and was hospitalized. Stent thrombosis was identified, which was treated with thrombectomy and another stent placement. The event was resolved and the patient was discharged.

Manufacturer narrative:
Device is a combination product . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).